Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the catheter valve was dislodged when the dilator was pulled out. The catheter was removed and a new catheter was used successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated the hemostasis valve of the catheter was damaged. The mechanical operation of the catheter shaft was kinked. Blood was observed in the hemostasis valve of the delivery catheter. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.